Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was stable following the procedure.